Event description:
It was reported the personal therapy manager (ptm) was not uploading information. The refill date was showing the previous refill date. Decoupling and recoupling the ptm resolved the issue. It was then reported the refill date on the ptm was one day more than what the clinician programmer showed.

Manufacturer narrative:
Concomitant products: product ID: 8835, lot# serial# unknown, product type: programmer, patient. Product ID: 8731sc , serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).